Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a video was provided for evaluation. Visual inspection of the returned video found that the device is being used in the operating room. A syringe is being used to inject saline trough the suction tube, and the tip is being activated. The no other anomalies were noted. Manufacturing investigation result for vapr coolpulse90 electrode: from the video, we can see the end is user is using a syringe possibly as an unblocking technique which would indicate the device suction is blocked. If the device suction is blocked then it would be normal for the ablation (glow) to look more vigorous as seen in the video and diminish the electrode performance. The functional failure mode can likely attributed to a blocked suction path based on the video evidence. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to blocked suction path due to tissue debris; as per IFU; do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair surgery, it was observed that the vapr coolpulse90 electrode device tip was abnormal and could not be used during use. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.